Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7326898, medical device expiration date: 2022-11-30, device manufacture date: 2017-11-22, medical device lot #: 7299954, medical device expiration date: 2022-10-31, device manufacture date: 2017-10-26. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented.

Event description:
It was reported that during use a bd vacutainer® eclipse¿ blood collection needle was found leaking as "customer states that they were drawing blood and inside of the vacutainer where you insert the tube was leaking blood once she removed the tube to insert another tube. When done filling the tubes the vacutainer is filled with blood as well as the top of the tubes have blood on them. At first she did not notice this until she pulled the first tube and went to shake it blood went everywhere, on the patient and person taking the blood." There was no report of injury or medical intervention needed.